Event description:
After the perfusionist closed the stopcock and disconnected the plasmaphoresis, they turned away, but heard the low flow alarm on the pump. There was air in the venous line. The stopcock did not have the valve piece in the center. That piece was later found on the floor. The ECMO was turned off and the stopcock was replaced. The patient was placed in trendelenberg. The area above the air was isolated with a clamp and the air was removed.